Event description:
Subsequent to the initial filed MDR, it was noted that the correct complaint device description is 8x40x80 armada 35, and not 8x40x135 armada. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, an 8x40x135 armada balloon dilatation catheter was advanced to an arm fistula. When pressurizing the armada, the balloon ruptured circumferentially below the rated burst pressure during the first inflation, and the distal part if the balloon material embolized in the patient; the balloon material was successfully retrieved using a snare. The procedure was considered completed. There were no reported patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned, however, the evaluation has not yet been completed. A follow up will be submitted with all relevant information.